Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The associated lead was noted to have a fracture and high impedances. Both leads were capped and two new OEM leads were implanted on the right side. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.